Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the malfunction with the system startup hangs. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and hard drive disk. After replacement of the flexvision pc and hard drive disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that the system was hang up during system start at 0 seconds. No harm has been reported to philips. A philips service engineer inspected the system on site and suspected that flexvision pc was defective. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.